Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges would not fit onto the pump. The user successfully loaded a new cartridge. The user's blood glucose (bg) level was 312 mg/dl. Reportedly, the bg level was addressed with a bolus.